Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, pain, swelling, bleeding, inflammation, mobility. Same patient as (B)(4).